Event description:
It was reported, the pt is w/o stimulation. The pt lost his programmer and charger a yr ago. An sjm rep plans to meet with the pt for troubleshooting. Attempts to gather add'l info were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.